Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  their device was not helping their symptoms. Pt stated they also had a uti several days from their procedure on (B)(6) 2021. Reviewed therapy expectations. Pt increased stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. They had experienced swelling around their pocket site. Pt stated it was likely due to their surgery and pt confirmed that the swelling went away soon after it appeared. Documented reported event. No further action was taken by patient services. Pt stated they have an hcp appointment tomorrow ((B)(6) 2021).  No further complications were reported/anticipated at this time.